Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. However, based on the data that was received on 01/03/2014, there were indications of gaps in transmission.

Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for about 35 minutes. At the time of contact with dexcom technical support, patient's parent did not report any medical intervention or injuries.dexcom has issued an rga for patient to return the device to be investigated.